Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was admitted to the hospital. The pt was undergoing a catheter dye study for an unk reason. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.